Event description:
A caller reported a minimum fill notification when attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by successfully reloading the cartridge onto the pump and continued with insulin delivery without further problems.